Event description:
It was reported that the ventilator generated alarms for high airway pressure. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated alarms for high airway pressure. According to our field service engineer, who communicated with the hospital, a fault was found in the pressure sensor and the part was replaced by a third party.no logs were provided and the replaced part was not returned for investigation. Therefore, the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref: # (B)(4).